Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the surgeon had completed registration and was navigating. The surgeon did not use the system for a period of time during the procedure. When he returned to the system for use, it appeared that the system was asleep. However, it had actually powered off. A reboot was attempted without success. The use of navigation was aborted. The system was left plugged in after the case and was able to power on. This issue occurred intraoperatively and caused a surgical delay of less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptable power supply (ups) and battery were replaced. The navigation system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733625, serial/lot #: (B)(6), ubd: unknown, UDI#: unknown; product ID: 9733627, serial/lot #: (B)(6), ubd: unknown, UDI#: unknown. H2: additional information: see b5. H3: the battery was returned to the manufacturer for analysis. Analysis found that the connector on the returned battery had been crushed, destroying the connector. The battery was unable to be tested. Analysis found that the reported event was related to a mechanical issue. The ups was returned to the manufacturer for analysis. Analysis found that when connected to ac power and a known-functioning battery, the returned ups would not power up on the test bench. Analysis found that the reported event was related to a electrical issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the system was plugged into a known-functioning outlet when the system shut down. The surgeon was nearing the end of the procedure and had already placed pedicle screws with functioning navigation. The issue occurred later in the case when the surgeon attempted to navigate some of the discectomy. The procedure was completed without issue without navigating.